Event description:
We have a report from (B)(6) of a surgeon permanently implanting the s-rom noiles trial implant components in one patient. Our understanding is that this was for a complex primary done a few weeks ago during a period when these implants were unavailable following the recent fsca/fsn regarding defects in the product's packaging. Although this is clearly not recommended practice, it would be useful to know what the trials are made of and the potential patient risks associated with them if implanted. The fsca/fsn has been requested to be circulated again.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It has been confirmed that the sigma trial instruments have been removed from the patient and no adverse event was experienced by the patient. The complexity of the sigma surgery and the patient's needs for a different knee system that was not immediately available is the root cause of the event. There is no evidence of product failure or product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update of description 8 sept 2014 from (B)(6): the patient has trails of the femur, ps insert, keel punch and tibial tray in from the sigma ps system, this was a complex primary knee.